Manufacturer narrative:
The device was expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the pre-implant interrogation, this device displayed a code 1002 for battery usage higher than expected. The device was not implanted, and a save to disk was submitted for engineering review. Engineering review confirmed two significant faults had been recorded, for a hardware failure and high power consumption, as high as 3500uw while in storage mode. These faults were consistent with a malfunction in the radio frequency (rf) telemetry hardware, but analysis of the device would be required to confirm the cause. No patient was involved.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the reported error code that was observed clinically.